Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there is a blockage present in the injection needle that can be visibly seen. To aid in the investigation, four samples with the plastic shield, but no packaging blister, and one photo were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. The photo provided shows a box of eylea, a vial and four needle assemblies. One of the needle assemblies is in a packaging blister. The empty packaging blisters show the packages were incorrectly opened when taking the needle assembly out. Instead of separating the top web from the bottom web, the needle hub was pushed through the top web. This incorrect method induces particles from the top web that could get into the needle and induce a clogging condition. A device history record review was completed for provided material number 305106, lot number 0022956. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needle experienced blockage. The following information was provided by the initial reporter: there is a blockage present in the injection needle that can be visibly seen.